Manufacturer narrative:
Device evaluation: the investigation was completed on june 6,2025 of the returned product on may 22,2025 confirmed the initial investigation (without product). No defects were found that could have caused a burn mark on a patient. The device has no direct patient contact. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction: MDR was previously filled was incorrect manufacturer site, the correct routing number should have been 9610617-2025-00615, since the initial MDR was filled with 2027009-2025-00615 we will continue on using it for additional supplemental that will be created for this MDR. Information reflected in section d-3 and g-1. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was a problem with an autocon iii 400, the operating block has informed us that 2 patients were burnt, the 2 patients complained to their gynecologist after their operation. No death or (unanticipated) serious deterioration in state of health reported. Patient 1: case# (B)(4), patient 2: case# (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on april 30, 2025. The device product history records (DHR) have been checked for the available serial number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description there is no possibility to classify the root cause for the burns. The hf device has no direct patient contact. Presumably a defect in an accessory or possibly incorrect use cause the burn. The event is filed under internal karl storz complaint ID: (B)(4).